Manufacturer narrative:
The manufacturer previously submitted MDR 2518422-2021-03603-1 .

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged to kidney cancer. There was no medical intervention required by the patient. The reported event of kidney cancer and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. The device was returned to the manufacturer's product investigation laboratory for investigation. During review of the error logs, pil determined that the device was likely reset prior to pil receipt due to the machine having 7079.2 hours and 0 blower and therapy hours. No care orchestrator data was available for download. During the internal investigation of the device, pil observed an unknown dust contaminant on the bottom enclosure, blower, and blower seal. Evidence of liquid ingress was observed to the blower and blower box. Inv1023 addresses the issue of liquid ingress. A keratin-like substance was observed on the blower box outlet. Evidence of sound abatement foam degradation/breakdown was not observed. Pil confirmed no presence of degraded sound abatement foam using a fitt and the associated procedure ER 2245460 (v01). Section(s) b1, b2 has changed related to the complaint changing from the reported adverse event to a product problem. Corrected information was provided in g1.section. H6 updated in this report.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop kidney cancer. There is no report of the medical intervention that the patient has received at this time. The patient reported using an ozone based disinfection device. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.